Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. This event occurred during dwell three of three. The patient was connected at the time of the alarm. The technical service representative had the patient cycle the power on the homechoice. The homechoice is back to press go to start. The patient did not get any other alarms. The technical service representative explained the alarm to patient and advised to drain manually .there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.